Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during a osteosynthesis procedure due to a proximal tibia fracture, the locking compression plate (lcp) drill bit was broken. The issue happened after the surgeon placed a proximal tibia plate on the lateral side of the tibia and a small t-plate on the medial posterior side. When the surgeon was about to place a medial proximal tibia plate on the medial side of the tibia. Upon drilling the bone the drill bit interfered with the screws of the two plates thus resulted the drill bit to be broken and remained inside the patient's bone. In order to retrieve the broken piece of the drill bit, all the plates need to be "remove". The surgeon hesitated to remove the plates and decided to leave the broken piece inside the patient's bone. The patient is currently under follow-up observation in the hospital. The procedure was successfully completed with a thirty (30) minutes surgical delay reported. Patient status was unknown. Concomitant devices reported: unknown locking screws (part # unknown, lot # unknown, quantity unknown). Unknown tibial plate (part # unknown, lot # unknown, quantity 2). Unknown t - plate (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).